Event description:
At approximately 0905, a patient was found unresponsive shortly after the primary team had exited the room. The primary nurse immediately called the providers back to the bedside and activated a rapid response. On initial assessment, the patient exhibited altered mental status with inability to verbalize appropriately or follow commands, including inability to squeeze the nurse¿s hands. Noted physical findings included dilated pupils, nystagmus, and facial tremors. Following stabilization, a discrepancy was identified in the remaining volume of the ketamine infusion compared to the documented amount at the start of the shift (approximately one hour prior). The primary nurse reviewed the medication administration and intake/output records in the epic system. Upon review, the ketamine infusion rate did not consistently align with the prescribed rate of 3.5 ml/hr, with documentation reflecting multiple instances of rates as high as 335.5 ml/hr. Per nursing staff, the infusion pump settings were not adjusted above the ordered rate. Dual nurse verification was completed at the start of the shift, and pump settings were re-checked during the rapid response and remained consistent with the prescribed order. Interventions a rapid response was initiated immediately. Interventions included vitals, labs, EKG. The ketamine infusion and hydromorphone pca were discontinued. The patient¿s level of consciousness improved during the rapid response and the patient remained hemodynamically stable. Given concern for neurologic findings, including facial tremors, a CT brain was ordered. A neurology consult was also placed, and the neurology team evaluated the patient at the bedside. Approximately two hours later, the pain management team evaluated the patient and noted that the presenting symptoms could be consistent with ketamine toxicity. Following return to neurologic baseline approximately four hours after the event and completion of neurology evaluation, the pca was reordered. Follow-up the identified discrepancy in ketamine infusion volume. Although requested, further information was not provided.

Manufacturer narrative:
The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported inaccurate delivery of the ketamine infusion due to a change in rate was observed in the log analysis as intentional manual programming by the user. The inspection and testing process did not find any existing malfunctions. The suspect pump module was found to be infusing within specifications with no observances of unregulated flow occurring. The sear was also found to properly close the administration set safety clamp when the door was opened. Rate accuracy testing was performed using guidance from (B)(6) fluid delivery performance testing for infusion pumps. Occluder spring test was performed on the suspect pump module, but no signs of excessive bubbles or continuous stream were observed. The logs from the returned devices were retrieved to ascertain event details associated with the reported issue. The event date was determined to be (B)(6) 2026 at 9:05 am. A review of the suspect pump module and pcu error log revealed no errors or malfunctions on the day of the determined event. The facility reported that inaccurate delivery of the ketamine infusion rate. The infusion did not consistently align with the prescribed rate of 3.5 ml/h, with documentation reflecting multiple instances of rates as high as 335.5 ml/h and settings were not adjusted above the ordered rate. On (B)(6) 2026 from 8:13 am to 8:14 am, the pump module (s/n: (B)(6)) infusion was reprogrammed manually to the drug ketamine with drug amount of 500 mg, diluent volume of 250 ml, patient weight of 69.9 kg and concentration of 2 mg/ml; rate of 8.5 ml/h, vtbi of 141.85 ml, dose of 0.2432 mg/h and pvi of 747.069 ml (previous delivery infusions). The infusion lasted a minute and infused 0.129 ml. At 8:15 am, the rate and dose infusion were reprogrammed to rate of 3.5 ml/h, vtbi of 141.722 ml, dose of 0.1001 mg/h and pvi of 747.198 ml. The infusion lasted two (2) minutes and infused 0.068 ml. At 8:17 am, the rate and dose infusion were reprogrammed to rate of 9.5 ml/h, vtbi of 141.653 ml, dose of 0.2718 mg/h and pvi of 747.266 ml. The infusion lasted four (4) minutes and infused 0.697 ml. At 8:21 am, the rate and dose infusion were reprogrammed to rate of 3.5 ml/h, vtbi of 140.955 ml, dose of 0.1001 mg/h and pvi of 747.963 ml. The infusion lasted a minute and infused 0.039 ml. At 8:22 am, a rapid bolus dose was programmed in the suspect pump module with dose of 0.3 mg, rate of 335.52 ml, vtbi of 10.485 ml (expected duration: 1 minute and 53 seconds) and pvi of 748.002 ml. The infusion delivery 10.504 ml. At 8:23 am, the previous ketamine infusion at a dose of 0.1001 mg was restarted with rate of 3.5 ml/h and vtbi of 130.424 ml (pvi of 758.506). The infusion lasted eight (8) minutes and infused 0.504 ml. From 8:31 am to 9:08 am, the pump module was programmed three (3) times to deliver rapid bolus doses of ketamine. The doses were manually programmed at 0.8 mg; although the recommended dose limit is 0.5 mg, the user confirmed the infusion on each occasion. The three infusions were programmed at a rate of 335.52 ml and vtbi of 27.96 ml with an estimated duration of 5 minutes per infusion. Upon the finish of each infusion, the ketamine infusion of 0.1001 mg immediately restored at a rate of 3.5 ml/h. At 9:10 am, the key channel off was pressed and infusion finished with pvi of 844.276 ml. At 5:00 pm, the suspect pump module was removed from the pcu. No external or internal conditions were identified during the inspection of the suspect device that could be associated with the issue reported in this complaint. All inspected parts were manufactured by bd. The bd alaris user manual v12.3 states in its warning and cautions section. Proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, infusion sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported inaccurate delivery of the ketamine infusion rate was identified as a user programming error. The facility reported an intended rate of 3.5ml/h with no adjustments above the ordered rate; however, the log review confirmed the user manually programmed four bolus doses at a rate of 335.52ml/h and confirmed the dose exceed limit warning. The suspect pump module was found to be infusing within specification. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.